Manufacturer narrative:
Complaint conclusion: as reported, the guidewire at the distal tip of a 5mm angioguard embolic capture guidewire (ecgw) system was too soft. There was difficulty encountered while tracking the device toward the lesion and the device could not pass through the lesion site. Another 5mm angioguard ecgw system was used as a replacement. There were no reported injuries to the patient. The intended procedure was treatment of carotid artery stenosis. Vessel characteristics at the target site included severe calcification, no tortuosity, 70% stenosis, no acute angle, and the lesion was located at the carotid bifurcation with a vessel diameter of 5 mm. The product was stored and prepped according to the instructions for use (IFU). The angioguard was reportedly sized larger than the vessel as instructed in the IFU. No unusual force was used during the procedure. The distal tip of the angioguard guidewire was not kinked prior to the attempt to cross the lesion. The non-sterile unit ¿rx/5mm basket diameter/180cm¿ was received inside a transparent plastic bag. Returned components included the delivery sheath with the ecgw system inside, the filter introducer, and the torquing device; the remaining components were not returned. Visual inspection showed the ecgw presented a kinked and unraveled condition on the distal tip, while the filter basket membrane and struts were intact with no damage. Functional analysis was not performed due to the nature of the complaint. Microscopic and vision system inspection confirmed the distal tip condition but no other anomalies were observed. The evaluation did not identify evidence suggesting the condition was related to device manufacturing or design. The reported malfunction ¿delivery system¿tracking difficulty¿ was not seen due to the inability to replicate under laboratory conditions. The malfunction ¿distal tip (ecgw)¿unraveled/stretched¿ was discovered during the product evaluation. The exact cause of the event cannot be found; however, potential excessive manipulation of the wire associated with the difficulty tracking may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip." And "torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire that meets resistance". Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the guidewire at the distal tip of a 5mm angioguard embolic capture guidewire (ecgw) system was too soft. There was difficulty encountered while tracking the device toward the lesion and the device could not pass through the lesion site. Another 5mm angioguard ecgw system was used as a replacement. There were no reported injuries to the patient. The intended procedure was treatment of carotid artery stenosis. Vessel characteristics at the target site included severe calcification, no tortuosity, 70% stenosis, no acute angle, and the lesion was located at the carotid bifurcation with a vessel diameter of 5 mm. The product was stored and prepped according to the instructions for use (IFU). The angioguard was reportedly sized larger than the vessel as instructed in the IFU. No unusual force was used during the procedure. The distal tip of the angioguard guidewire was not kinked prior to the attempt to cross the lesion. The device will be returned for evaluation. Addendum: product evaluation revealed that the distal tip of the ecgw is unraveled.